Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. A review of the downloaded software flags on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 10/09/2014. Electrode belt: 01/08/2014.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an appropriate defibrillation event. The patient was reportedly sleeping at the time of the event. The patient's husband reported that the device alarms woke him and he called the paramedics. Review of the event indicates that 7 shocks were delivered. Treatment shocks 1-5 and 7 converted vf to a slower rhythm. During shocks 2 and 5, the shock converted vf to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The 6th shock was subsequently delivered during asystole due to oversensing of small cardiac signals. The rhythm following the shock was bradycardia transitioning to vf. The response buttons were not pressed during the event. The patient was taken by ambulance to the hospital and admitted to the ICU. There are no alleged deficiencies against the lifevest. The patient continued use of the lifevest.